Manufacturer narrative:
Concomitant medical products: 694045, lead, implanted: (B)(6) 1999; 1158t, lead, implanted: (B)(6) 2011.

Event description:
It was reported an infection occurred. The implantable cardioverter defibrillator (ICD)system was explanted. It was further reported that the patient presented to the emergency department after a syncopal episode and was found to have pseudomonas bacteremia. Drainage of an abscess, a hematoma evacuation and system extraction were performed. The patient had perioperative ventricular tachycardia (vt) which resolved without intervention possibly due to irritation of myocardium and hypotension secondary to sepsis. The patient was treated with antibiotics and a wound vac was placed. The device system was replaced one week later. No further patient complications have been reported as a result of this event. The patient was a participant in the wrap-it clinical study.

Event description:
Additional information received reported the patient was seen in device clinic post implant and had dizziness and swelling/ecchymosis over device site. The patient's medications were changed. The patient was later admitted for a fall and inappropriate therapy was provided as high voltage therapy was given for atrial fibrillation with rapid ventricular response. The bacteremia was then found during hospital stay. A transesophageal echocardiogram noted a thrombus in the left atrial appendage but no lead vegetation was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.